Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/29/2019. Device evaluation summary: a suture in two section of product code 8805 were returned for analysis. The product code is double armed. During the visual inspection of the sample (two suture pieces), the ends of the suture pieces were observed cut appears to be by use of a surgical instrument; also, some damaged-on strands were noted. In addition, the needles were not returned for analysis. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition it was suggest an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a carotid endarterectomy on (B)(6) 2019 and suture was used. During the procedure, the suture broke while tying knots. It it unknown how the procedure was completed. There were no adverse patient consequences reported. No additional information was provided.